Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: did the patient experience any adverse consequences due to this issue? --it¿s un known.

Event description:
It was reported that during an unknown procedure, the product was continuing to activate even though the button has been released. Patient consequences were not reported.

Manufacturer narrative:
(B)(4).batch # t9388v. Device analysis: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.